Event description:
It was reported that after the troubleshooting for an unrelated alarm on the homechoice (hc) device, the home patient (hp) reused single-use supplies. The hp re-set the hc device after the alarm, but did not disconnect and started therapy over using the same supplies. The hp stayed connected and went through the start up sequence and into prime with the used setup. The technical service representative (tsr) advised the hp to either start over with all new supplies or finish therapy manually. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned for analysis, no evaluation could be performed. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up report will be submitted.